Event description:
It was reported that the pulse generator could not be interrogated. The initial interrogation information page displayed correctly but when -start protocol- was pressed, the programmer switched in-between -position head- and -interrogating. The device was interrogated with another programmer, and the same issue occurred. The battery data was 2.52 v, 13 ua, and 19 k with a remaining longevity of one month to elective replacement indicator.

Manufacturer narrative:
Na